Manufacturer narrative:
Device was used for treatment, not diagnosis. The device history review for this lot has been requested. The investigation could not completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
A review of synthes device history records for manufacturing revealed no complaint related issues.

Event description:
On (B)(6) 2012, patient had cervical 6-7 arthroplasty. Surgeon said the patient is having a revision surgery due to patient experiencing symptoms at the treated level. The doctor reported that symptoms remained. He thinks that his decompression may not have been adequate. Patient was scheduled for prodisc-c removal on (B)(6) 2013. Surgeon postponed removal surgery due to patient having a fever. The prodisc-c implant at c6-c7 was removed on (B)(6) 2013. It was reported that the implant did not look defective in any way after removal. This is complaint 1 of 1 for (B)(4).

Manufacturer narrative:
Device returned to a third party evaluator, hospital for special surgery at an unknown date.

Manufacturer narrative:
Device was used for treatment not diagnosis. Because the surgeon thought his/her decompression had been inadequate, there is no specific prodisc-c implant design or technique related complication. No changes to the prodisc-c implant functional and design requirements traceability matrix or design & clinical risk management are warranted at this time. The prodisc-c total disc replacement technique guide specifically states ¿performing a complete and meticulous discectomy, decompression, and remobilization of the disc space is critical to the success of the surgery.¿because an insufficient decompression was the cause for the patient¿s continued pain, the complaint is considered invalid from a design perspective. No further action regarding implant design is necessary at this time.